Event description:
A failure of fails accuracy test. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer stated incident occurred during biomed testing.